Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Boston scientific technical services (ts) was consulted and discussed this lead has been implanted since 2012, therefore, this may be the beginning of a lead issue. Further testing was recommended. No adverse patient effects were reported. At this time, this device system remains in service.